Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. There was no product returned. However, the distributor provided a photo of the labels which showed that the part information listed on the patient label is 75-1030 lot 908100 while the part information listed on the outer label is 25-1005x lot 433030. There were (B)(4) pieces produced in lot 433030 and all (B)(4) pieces were distributed to the same distributor. This issue was determined to be an isolated event. The distributor confirmed that all (B)(4) pieces were inspected and the incorrect patient label was identified in only one (1) piece. Review of the device history record (DHR) found for part 25-1005x lot 433030 was reviewed and it was found that the incorrect label was affixed to the DHR. A review of the DHR for part 75-1030 lot 908100 found that the correct labeling was affixed. However, it was noted that three (3) labels were scrapped and three (3) were re-printed. Investigation results concluded that the reported event was due to human error during the labeling process. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported the patient label inside the package is incorrect on one out of fifty parts received. The problem was identified during incoming inspection by the distributor. No patient involvement. No adverse events have been reported as a result of the malfunction.